Event description:
It was reported that the device flow rate was above the standard. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering (+4,272%). The root cause was determined to be a defective expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.